Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00042. It was reported one of the patient's peripheral leads has eroded through the skin. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2016-00042, reference MFR report: 1627487-2016-00265. Following up information identified the patient had an ipg site revision on (B)(6) 2015. It was previously reported the leads had eroded through the skin by mistake. The patient's ipg was protruding and underwent surgical intervention to implant the ipg deeper. Device 3 was added for the ipg.